Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to a device thrombosis. It was reported that the patient began exhibiting signs and symptoms of pump thrombosis with an elevated lactate dehydrogenase (ldh) a few weeks prior to the pump exchange. A computed tomography (CT) showed an obstructed outflow graft. The inflow cannula, outflow graft with bend relief, outflow collar, the pump, and a primary system controller were replaced. Upon closing the chest after the lvad implantation, the surgeon noted that the inflow conduit was malpositioned and aimed perpendicular to the septum, sucking down on the myocardium/septum. The patient experienced continuous low flow alarms due to this until the surgeon re-opened the chest and re-positioned the pump and inflow cannula. The pocket was made deeper and more lateral, and the pump was anchored differently for better inflow cannula alignment. It was believed that the original coring site from the original implant was off true apex and caused the inflow cannula was aimed towards the anterior septum. Upon examination of the explanted pump, the surgeon observed that the outflow graft was significantly twisted, likely for an extended period of time. No further information was provided.